Event description:
Patient's wife reported that her husband loses about 1 v-go per week due to it falling off. Patient wears v-go on abdomen and does a lot of outside labor. Wife stated does not believe that the patient is using alcohol or antiseptic to clean the area prior to application and the patient applies the v-go at night after showering. No v-go's available for collection.